Event description:
The customer reported via phone call that the act button on the insulin pump was not responding during a bolus attempt. The customer removed and reinserted it to reset the device but received a button error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All buttons functioned properly. However, the pump had moisture on the keypad trace. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.